Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00476 initial report on 2021-11-04 and MDR 1219913-2021-00476 supplemental 1 report on 2021-12-09. Additional information - 2021-12-21 siemens has completed the investigation for a customer observation of low discordant patient results from one patient tested on the atellica im prolactin (prl) assay versus results of an alternate test method. The 49 year old female patient, with a history of prolactinemia, results 8.6 ng/ml on the atellica im prl assay. The same sample tested with an alternate method results significantly higher at 50.53 ng/ml. A new sample from this patient shows a similar result pattern between the atellica im and the alternate method prolactin assays. The patient's historical results (tested with the alternate method) showed similar high results. This patient is taking a medication meant to lower prolactin levels. Quality control and other patient samples are not affected. This issue only affected samples from this particular patient. Sample is not available for further internal investigation by siemens. It is not known if dilutions were attempted with this patient sample at the customer site. While the exact root cause of the lower results on the atellica im prl assay cannot be determined, siemens cannot rule out a non-specific interferent. Immunoassays are subject to a number of interferences including those caused by endogenous antibodies. Interference can occur because of heterophile antibodies, anti-animal antibodies and auto antibodies. Patients exposed to animals or animal serum products can be prone to this interference and anomalous values may be observed. The interfering antibodies can give rise to a falsely high or less commonly a falsely low result. The erroneous result is recognized as being inconsistent with the patient's clinical picture. The limitations section of the atellica im prolactin instruction for use states: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies. Additional information may be required for diagnosis." Based on the available information, a potential product performance issue has not been identified. The customer is operational. No further investigation in required. In section h6, the investigation type, findings and conclusion codes were updated based on the investigation results. MDR 1219913-2021-00477 supplemental 2 report was filed for the same issue.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00476 initial report on 2021-11-04. Correction - based on information received on 2021-11-16 section b5 - both initial and repeat results were provided to the physician. Section b6 - the alternate test method results were performed by the patient in another laboratory, with a different sample. The historical results have always been carried out with the same alternate test method. Additional information - 2021-11-16 section d2 and h4 have been updated with lot number information (lot 195; expiration date 2022-03-08, manufacture date 2021-03-08). The patient is not pregnant and is postmenopausal. Dosage of estradiol in the second sample draw was performed: 46.9 pg/ml siemens continues to investigate. MDR 1219913-2021-00477 was filed for the same complaint.

Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens healthcare diagnostics regarding observations of discordant low results from a patient. Siemens is investigating. Calibrations and quality control (qc) results were acceptable. Siemens has requested additional information. The interpretation of results section of the instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The limitations section of the IFU states: "pregnancy, lactation, and the administration of oral contraceptives can increase prolactin concentrations" "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies. Additional information may be required for diagnosis." MDR 1219913-2021-00477 was filed for the discordant result obtained on (B)(6) 2021.

Event description:
A customer observed a low atellica im prolactin (prl) result on 2 different samples taken from the same patient. The depressed results are considered discordant compared to alternate method testing results and patient clinical history. The initial result was reported to the physician who questioned the result. A corrected report has not been issued. There are no known reports of patient intervention or adverse health consequences due to the discordant prolactin results.